Event description:
It was reported that the screw saddle disengaged during surgery. The screw was replaced with no further complications. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual examination confirmed the saddle component disengaged. A device history record revealed no complaint related non-conformances. Unable to determine cause of the event.